Event description:
Midline PICC catheter inserted. Pt went home and took a nap, then showered w/arm wrapped in saran wrap. Noticed arm was bleeding. Went to dr's, nurse flushed catheter. Hub was there, line was not. Catheter had gone into the heart. Catheter was removed from pt.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.